Event description:
According to the info received, a nurse reported that several pts had been bleeding from the urethral mucosa after inserting the catheters. It appeared that the welding of the catheter tip was not smooth and was causing fissures in the urethra.

Manufacturer narrative:
The product has not been returned. Without the benefit of exam and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or additional info be received, a f/u report will be filed.